Manufacturer narrative:
Implant and explant dates: device broke during insertion; device was not implanted/explanted. A product development evaluation was completed: device was received. Screw is still in the plate component. The cage component shows signs of wear at the trajectory of the screw and the holding interface between plate and cage. The implant is designed to allow a certain freedom of angulation to the screw. In the received complaint it seems that the screw was placed too flat. As an effect of the flat screw placement a force was induced on the screw/cage interface and caused the cage to disconnect from the plate. The too flat placement might have been caused by different handling errors. It is possible that the awl used did not break the cortex properly or the angulation/trajectory used for the awl or the drill was not appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the procedure was completed successfully with a substitute zero-p va implant. No fragments were generated and no other medical intervention was needed.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information not available for reporting. (B)(4). Device broke intraoperatively not implanted or explanted. (B)(6). Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records was conducted. The report indicates that the: manufacturing location: (B)(4), manufacturing date: 11 june 2015, expiry date: 01 june 2025, part # 04.647.137s ¿ lot#. No 9518469. Ncr's were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that a zero-p va (variable angle zero-profile anterior cervical interbody fusion (acif) device) broke intraoperatively on (B)(6) 2016. The issue did not cause a prolongation of surgery. No patient data provided. Complaint involves one (1) part. This report is 1 of 1 for com-(B)(4).